Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that her father¿s onetouch select meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2017 at 4.35am, alleging the patient obtained blood glucose results of ¿9.4 mmol/l¿ on the subject meter, compared to ¿4.0 mmo/l¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. It is unknown how the patient manages his diabetes, but the reporter stated that in response to the alleged inaccuracy, at approximately 5 am, the patient increased the dose of insulin he would usually take. The reporter stated at approximately 10 am the patient developed symptoms of ¿loss of consciousness¿, requiring treatment, of an injection (unknown) by the emergency medical services. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The reporter described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.